Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and absorbable suture was used. The suture was used in the subcutaneous layer. The patient experienced a white discharge from the wounds post-operatively. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 12/24/2015. The actual sample was not returned for evaluation. Retained samples were evaluated for sterility and the results concluded that the control samples were found to be sterile.